Event description:
During surgical procedure for placement of ear tube physician notice a bug in the new ear tube prior to insertion in the patient. Reason for use: nonsuppurative otitis media. Eustacian tube disorder.